Event description:
Nurse reported home patient had an over infusion with a 6060 pump device. Total bag volume was 1856 (including over fill). Nurse was notified that bag ran dry before the programed time. 2m9858 was the set being used with the pump. No patient injury or medical intervention reported.